Event description:
A customer reported that an intermittent image occurred while using a glidescope spectrum smart cable during a patient procedure. No use of a backup device, procedural delay, or patient harm was reported.

Manufacturer narrative:
The device return is anticipated; however, the device has not been received by verathon as of the date of this report. Verathon continues to investigate the reported event, and a supplemental report will be submitted in accordance with 21 cfr 803.56 if additional information becomes available.